Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) guided the customer to physically inspect the cubie after confirming the medication qoh was "0"; the customer verified the cubie was empty, and tss informed the customer that a po had been sent and advised contacting pharmacy for a stat medication delivery. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to restock purchase order. Customer mentioned that an error displayed as cannot issue more than station when dispensing medication. The customer stated that the malfunction when the user tried to obtain medications. However, there were no delay or adverse events or injuries reported based on this event.